Manufacturer narrative:
The returned waveone gold primary file 21mm has been analyzed and turns out to be not broken, not damaged. No fault was found. For information, no unused file is available for evaluation. Also, the batch number is unknown, DHR cannot be reviewed. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke during use. The outcome of the event is unknown as of this MDR evaluation.